Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, iol did not sit nicely in the injector and one haptic was very warped downward. There was a surgery delay of 1 minute. The surgery was completed with a backup iol. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned in the blister tray in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. No lens returned. Additional information: the complainant indicates the use of non-company product as a viscoelastic, which is not qualified for use with associated company device. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the customer states the use of non-qualified viscoelastic. The use of an unqualified ophthalmic viscosurgical devices (ovd) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).